Event description:
It was reported that this pacemaker exhibited out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead that resulted in a lead safety switch (lss) to the unipolar configuration. Once in the unipolar configuration there was noise and oversensing noted on the ra lead. This oversensing did not result in any asystole. This product remains in service. No adverse patient effects were reported.